Event description:
Customer reported monitor would not display images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a faulty image intensifier. Sys operates as intended.